Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Patient reported she had received a new curlin pump and this was her first time using it. Pump lasted for about 1/2 of the infusion until it started to beep. Patient replaced batteries with what she had on hand (believed to be old) since the shipment did not come with batteries. When she put the batteries in the pump, it kept beeping. Advised pt that she should try new batteries since the life of the batteries was unknown. Patient stated she will buy batteries, declined shipment from us. Home healthcare nurse continued infusion via gravity, no adverse effect to patient. She will try and call back if brand new batteries do not work. Pharmacy to send out pump return box and shipping patient a new pump. No further information. Reported to (B)(6) by pt/caregiver.